Manufacturer narrative:
H4: th lot was manufactured from november 9,2022 - november 10, 2022. H10: the device was received for evaluation. A visual inspection with the unaided eye was performed which did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume folfusor. The fluid flow issue was further described as, ¿during the preparation infusor, when injected 10 ml of nacl; the infusor tubing was filled with the solvent but the drop did not bead at the end of the tubing¿. This was observed during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter first name - dr (B)(6). Initial reporter facility name: (B)(6) hopital (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.